Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5172519.

Event description:
It was reported that the patient was having pain and an x ray was performed where result showed both leads were broken.

Event description:
It was reported that the patient was having pain and an x ray was performed where result showed both leads were broken. Additional information was received that the suspected lead fracture found through an x-ray was not confirmed as the physician did not have the actual images.